Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Adjustment of s1 screw. Expedium loan kit used - (B)(6) 2017. Surgeon noticed driver 'slipping' when trying to remove si set screws. Had to swap across to second driver in the set to complete removal of items. When observed, both t25 drivers have signs of wear and tips have been stripped from the shaft. Additional torque driver used. No delay or adverse event. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.